Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07189. It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman ® laa closure device & delivery system and a watchman ® access system were utilized. During deployment of the device a pericardial effusion was identified and pericardiocentesis was performed. After meeting the criteria, the watchman closure device was released in the laa successfully. The patient was transferred to the ICU and was noted to be hemodynamically stable and doing well.